Event description:
Reported by end user hospital. At conclusion of successful transradial procedure, when attempting to remove the sheath assembly, the patient's artery spasm'ed and the hub detached from the sheath. The patient had been administered 2.5mg. Of verapamil at the beginning of the case, as well as prior to the attempted sheath removal. The device was removed manually by the physician. The patient was reported as not having suffered trauma or injury from the event. It was the physician's first transradial procedure.